Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 17 inch ext set w/.2mf & vlv port had a separation. The following information was provided by the initial reporter: "the short part at the filter came loose, blood in the tube." When did the incident occur? During use.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿the short part at the filter came loose, blood in the tube¿. The product in use at the time is reported to be a 20350e-0006 from lot 23079275. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23079275 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20350e-0006 set in the past 12 months.